Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. E1: additional information (telephone number): (B)(6). It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, the third device was implanted grasping only chords and it detached from one side. Patient had severe functional mitral regurgitation (mr). There were no device issues during or post implantation and no tension whilst removing the sutures was noticed. There were no anatomical or procedural complications. This case was considered a multi-device strategy with three (3) pascal ace devices. The first device was implanted in position a2/p2 (anterior-posterior) , the second in a2/p2 lateral and the third in a1/p1. The last device in a1/p1 was attached only on one side and to only chord, no leaflet. There was no chordal damage due to the event. Mr became mild when the event occurred and stayed at this level. Patient was in stable condition and no actions or treatments were taken or were required at the time of this investigation.